Manufacturer narrative:
The detected deviation at the torque screw occurs only at 2 of 4 reading points and is slightly out of specification. As this deviation is very small we suspect that it is not the root cause. We suspect that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
Sales department was contacted on 02/23/2017. Customer stated that they will send in a skull clamp and swivel which needs to be inspected as the clamp slipped on a patient whilst in surgery. At this point of time we have no information about a patient injury. But we suspect an laceration to patients head. We asked the customer for further information to the incident but did not receive any feedback.